Manufacturer narrative:
The reported events were lead dislodgement and helix mechanism issue. As received, a complete lead was returned in one piece with helix extended and clogged blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting, cleaning the lead, and applying the torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. Electrical testing was normal.

Event description:
It was reported, that diagnostic imaging revealed, a dislodgement of the right atrial (ra) lead. The lead was attempted to be repositioned, but the helix failed to extend. The lead was explanted and replaced. The patient was in stable condition.